Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the initial inflation, the pressure gauge on the inflation device would not measure the pressure. As the balloon inflated, the gauge showed no atm and then suddenly started reading the atm. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: no visual inspection as the sample was not returned for evaluation. Functional/performance evaluation: no functional testing as the sample was not returned for evaluation. Medical records review: no medical records were provided. Image/photo review: no images/photos were provided. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The reported event is a known issue with the device. Excess glue has been found to be in the filter of the pressure gauge of the device. Forefront medical technology will be changing the gluing method and rejection criteria for the device in manufacturing. The process will be validated. Labeling review: the current IFU (instructions for use) state: precautions: carefully inspect the device prior to use to verify that it has not been damaged during shipment. Do not use if device damage is evident. Discontinue use of the device if damage, malfunction or contamination is suspected during use. For experienced physician use only. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.